Event description:
It was reported that the insertable cardiac monitor (icm) exhibited undersensing on the presenting strip. The patient was also convinced the icm had moved because they could not find it by touching the implant area. The patient also noted a small blood bubble or blister near the implant scar. Technical services (ts) suggested the patient be brought into the clinic to confirm the device location. An x-ray was performed and could not locate the device. The icm fell out of the patient anatomy and is no longer in service. The device was lost and will not be returning for analysis. No new device was implanted as replacement. No additional adverse patient effects were reported.